Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events was/were identified which occurred in the therapy initiated on (B)(6) at 2013 00:39:14. During night drain cycle nine, the patient's ultrafiltration reading was 1669 ml, indicating the home patient (hp) drained 1339 ml more than their maximum programmed fill volume of 2200 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.